Manufacturer narrative:
The patient¿s date of birth and/or age were requested, but was not provided. The patient¿s gender was requested, but was not provided. The patient¿s weight was requested, but was not provided. This medwatch is reporting the cmag console. The cmag motor is reported under medwatch MFR report # (B)(4). Additional information was requested, but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was supported by an extracorporeal circulatory support device on (B)(6) 2018. It was reported that the centrimag (cmag) motor and cmag console were replaced due to no flow. Additional information was requested, but was not provided.